Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high pacing impedance was observed on the right ventricular channel. The physician completed the procedure using a new lead and the patient was stable throughout.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.